Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient information was provided.

Event description:
The customer obtained false elevated sodium results while using the architect c16000 analyzer for multiple samples. The customer provided an example with an initial result of 160 and rerun on second analyzer 141 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, cleaned the ict cup/electrodes, cleaned the cuvettes, and replaced the following parts: 1a mixer, 1b mixer, ict module, ict probe, nc tubing, no tubing, and ict pinch tubing. No additional discrepant sodium result issues have been reported since the service activity was completed. List number 09d28-03 ict module was determined to be the likely cause of the issue. A review of the service history for the analyzer identified no additional contributing factors. A review of complaint and trending data for ict module identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Manufacturing documentation for the ict module was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Event description:
The customer obtained false elevated sodium results while using the architect c16000 analyzer for multiple samples. The customer provided an example with an initial result of 160 and rerun on second analyzer 141 mmol/l. No impact to patient management was reported.